Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 087 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: during investigation of the returned pump, a ¿call service (cs) 69¿ alarm was reproduced when powered on. The pump was unable to recover from cs69 after reboot and the remaining steps were unable to be verified. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box history. A component failure was found on the pcb. Unrelated to the complaint, the keypad was found to be peeling at the base. The keypad response test was unable to be tested due to the cs69 alarm issue when the pump was powered on. The keypad cover was removed to inspect the contacts; no contamination was found under the keypad contacts. Also unrelated to the complaint, the battery compartment was found to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper toward the case seal and below the bumper at the case seal. The pump case was also cracked at the top right corner of the display lens at the case seal and at the bottom left side of the keypad to the case seal.